Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:09:06. During night drain cycle three, the patient's ultrafiltration reading was 1386ml, indicating the home patient (hp) drained 1386ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1386ml during therapy initiated on (B)(6) 2012 23:09:06, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Cycle 3 received a partial fill. Cycle 3 drain was completed on (B)(6) 12 05:40:50 and the user's actual drain volume during cycle 7 was 03680ml. The actual drain volume of 3203ml is 160% of largest prescribed fill volume (lpfv) of 2300 ml; therefore, this incident does not meet iipv criteria, as defined in the (B)(4) clinical hazards list. If any additional information is received, a follow-up will be sent.